Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to arrival of cse, the customer replaced the reagents. The cse ran precision testing for gentamicin and other methods, which passed. The cse inspected all probes, wash stations, reaction tray wash unit dispense (wud), dilution tray wash unit dispense (dwud), mixers and cuvette oil bath. The cse reviewed calibrations and ran quality controls (qc), which were within range. The customer reran the samples in question and obtained results as expected. The cse revisited the customer site to inspect and test the system. The cse pushed the reagent probe 1 down and aligned it to the reaction tray (rrv). The cse verified all probe and mixer alignments. The cse cleared reagent probe 2 splash guard and also moved sample probe splash guard. The cse noticed fluid drop forming on wud nozzle. The cse ran calibrator and obtained imprecise results. The cse then cleaned pure water bottle, ran a decontamination cycle and rinsed the system. The cse ran calibration and qc, which were within range. The cause of the discordant, falsely elevated gentamicin results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated gentamicin result was obtained upon repeat testing on one baby patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was initially tested on the same instrument, resulting lower. The sample was repeated twice on an alternate instrument, resulting lower than previous results. An additional discordant result was obtained when the customer ran another baby patient sample on the original instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate instrument twice, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gentamicin results.